Manufacturer narrative:
The device was not returned for investigation and no malfunctions or issues with the device were reported. This adverse event was collected as part of a registry study. Hematoma and hemorrhage are known potential adverse events from cryoablation procedures and are documented as such in the product IFU and user manual.

Event description:
Subject underwent laparoscopic cryoablation on her left renal tumor on (B)(6) 2011. The cryo procedure completed without any complaints and post procedure the subject was taken to the recovery room in stable condition. On post-op day 1 ((B)(6) 2011), the subject's hemoglobin level dropped and patient was transfused 2 units of prbc. Repeat hemoglobin/hematocrit came back normal. On post-op day 2 ((B)(6) 2011), subject was given an additional unit of blood due to acute blood loss anemia. The subject seemed to recover well and was discharged on (B)(6) 2011. In a urology return visit follow-up conducted on (B)(6) 2011, it indicated that the subject developed a hemorrhage from her left kidney post-operatively. Imaging was reviewed which indicated a retroperitoneal hematoma which appears to be getting smaller.